Event description:
Rptr was using the product on her grandson, when he complained of extreme pain. To investigate, rptr used the syringe on herself and experienced the pain also. When rptr felt the tip of the syringe, it was sharp and rough. This can only be felt and not seen.